Event description:
It was reported that the tubing of an unknown nitroglycerin set separated from the luer lock adapter. It was not specified when in the process this occurred. It is unknown if there was any patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Follow-up with the reporter found that there was patient involvement; the separation occurred after the device was connected to a patient. Evaluation summary: the device was returned for evaluation. Visual inspection identified a missing male luer from the end of the set and no visible plow ridge or solvent residue on the tubing end. The reported problem was confirmed. The remaining solvent bonds were then pull tested and passed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.